Event description:
It was reported that following a car accident the patient experienced ineffective therapy. Diagnostics revealed that one lead had all high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.